Manufacturer narrative:
A ge service representative performed an onsite investigation. The fluoro functions board power supply voltage was adjusted. The system was then found to be operating as intended.

Event description:
The customer reported that the system was intermittently locking-up. There is no report of pt injury.